Manufacturer narrative:
Final analysis found the device was in backup vvi operation due to an integrated circuit anomaly.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was still in the box.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.